Event description:
Reporter indicated a dell handheld vns computer froze during interrogation. Troubleshooting was provided should the freezing occur again in the future. The handheld computer and flashcard will not be returned.